Event description:
The patient had surgery for a medulloblastoma. One month month later, another company's shunt was implanted but after 10 years, the pt experienced a slit ventricle and overdrainage. In 1997, a hakim valve was implanted. After about two years, the patient experienced overdrainage and several changes in intracranial pressure. Since early summer of 2001, the patient experienced overdrainage as well as underdrainage. Pt complained of headaches when patient stood and the valve was explanted in 2001.